Event description:
This lead was capped due to intermittent high thresholds. No noise was recorded and all other lead values were within range. Physician could see calcification both anterior to and posterior to the lead tip. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.